Manufacturer narrative:
Single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number the matches the manufacturer report number. Importer received this information on 05/19/2016. Device investigation could not be conducted as it has not been returned to manufacturer. During processing of this complaint, attempts were made to obtain complete event. Lot history review could not be performed as no lot information was available. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. Based on this, there is no indication of a product deficiency. Based on the obtained information it is inferred that excessive rotational manipulation was performed to the catheter of which distal end is trapped in the cto lesion, resulting the accumulation of the rotational force and breakage of the tip when the accumulated force exceeded the product design limit. IFU warning section describes; if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turns limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break the catheter or damage the blood vessels.)

Event description:
Reportedly, patient had 20mm lad cto lesion, retrograde approach was performed ands, a guidewire was passed from rca through a septal into distal of lad, and exchanged with another guidewire, which was crossed the lesion distal cap, advanced to proximal cap. Corsair 150cm catheter was advanced to distal cap over the guidewire, advancement met difficulty, spinning manipulation was made to corsair many times without advancing, after continued spinning, the tip of corsair separated in the lesion. The separated fragment could not be retrieved, and remained lodged in the distal lesion of lad. No complication is reported with the patient.